Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed error 23008 during yaw motion on patient side manipulator (psm) 3 and replaced it. The system was tested and verified as ready for use. Isi has received the psm 3 involved with this complaint and completed the device investigation. Failure analysis investigation was able to be reproduce the customer reported complaint during power up. The axis 1 potentiometer will be replaced as a fix. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors 23008 on the patient side manipulator (psm) 3 on an axis 1 related to the reported complaint. An event verification confirmed the hysterectomy - benign procedure was performed on the reported event date (B)(6) 2022 on system sh1858. This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted to traditional laparoscopic surgery after the start of the procedure due to repeated recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the system had errors 23000 and 23008 occurred repeatedly on patient side manipulator (psm) 3. The an intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to perform emergency power off (epo), but the issue persisted. The procedure was converted to traditional laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use and had no issue. There was no patient injury.